Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient died due to cardiac arrest. The patient was taken to the emergency room where cardiopulmonary resuscitation (CPR) was administrated for two hours. The hospital staff reported the patient's pacemaker was not doing its job and kept losing pacing. The patients daughter requested the device be returned from the crematorium to be analyzed, however, the crematorium inadvertently destroyed the device in the cremation process. The device was returned to the patient in two pieces however was severely melted and damaged. The daughter did not want to return the device for analysis at this time.